Event description:
It was reported that a compact speed reducer device was "broken". The reporter stated the device was left in a repair bin with a repair tag. The exact date of the event was unknown. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed and it was observed that the drive shaft was bent / damaged and could not be locked into a motor. This was due to misuse / mishandling at the customer site as the tip of drive shaft is dented. If additional information should become available, a supplemental medwatch report will be sent accordingly.